Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: (complete establishment name):(B)(6) hospital.

Event description:
It was reported the thunderbeat had a tissue pad partially burnt and some of the metal parts were missing and possibly exposed. The issue occurred during a therapeutic laparscopic liver resection procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the following was noted: the tissue pad was worn and partially peeling, exposing the metal under the tissue pad. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event (peeling of tissue pad) likely occurred due to the following mechanism: 1) the tissue pad was worn out because nothing was grasped between the gripping area and the probe tip (including after the tissue was cut) during the seal & cut output. 2) part of the tissue pad peeled off due to abnormal heat generated by friction between the gripping section and the probe tip. The metal under the tissue pad was also exposed. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.